Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of an aneurysm the device could not be opened. The physician made several attempts, but was unsuccessful. A new device was used to complete the procedure. No patient injury was reported.